Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation). At the time of the report, the genital haemorrhage had resolved. The reporter considered genital haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: bleeding. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and fibromyalgia ("cause of my fibromyalgia"). The patient was treated with surgery (ablation). At the time of the report, the genital haemorrhage had resolved and the fibromyalgia outcome was unknown. The reporter considered fibromyalgia and genital haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: bleeding, fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: content from social media received: event fibromyalgia was added. On 7-jan-2020: quality safety evaluation of product technical complaint (ptc). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report